Event description:
It was reported that the patient developed a hematoma shortly after a new implantable cardioverter defibrillator (ICD) was implanted. The patient underwent a hematoma evacuation three weeks after the ICD was implanted. About a month later, the patient developed an infection at the pocket site complicated by discomfort and purulent drainage. As a result, the ICD system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: 6935m62; serial#: (B)(6); implanted: (B)(6) 2016; explanted: (B)(6) 2025. Product ID: ddpa2d4; serial#: (B)(6); implanted: (B)(6) 2025; explanted: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.